Event description:
The customer reported that the images were coming up black when moved from ap to lateral.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep ordered and replaced the power control cable assembly. The system fluoros satisfactory at this time.